Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 09/24/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.   Additional information: the doctor states that once the stapler was replaced, the surgery was finalized with no further issues. The other procedure mentioned in the "details" is not of the patient involved. The stapler that replaced the defective one was sent for another surgery, but the patient involved in this complaint didn't experience another procedure. Product complaint # (B)(4). Date sent to the FDA: 09/24/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected b5 narrative: it was reported that a patient underwent a bilateral hernia repair procedure on (B)(6) 2021 and the the absorbable straps were used. It was reported that when firing the straps several times there was no pressure, causing it not to secure properly and several times they fell into the patient's cavity, causing more straps to be used. It was also reported that the surgery was delayed by forty minutes. A like device was used and it was reported that once the device was replaced, the surgery was finalized with no further issues. Additional information was requested.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. The following information was requested, but unavailable: the patient demographic info: gender, weight, bmi at the time of index procedure the diagnosis and indication for the initial surgical procedure? What were current symptoms following the index surgical procedure? Onset date? What are the patient comorbidities/concomitant medications? Please confirm product lot # if applicable, will product be returned, return date, tracking information? Describe any medical/surgical intervention and triangulation surgery including dates and surgical findings. What is physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status?

Event description:
It was reported that a patient underwent a hernia repair procedure on (B)(6) 2021 and the absorbable straps were used. It was reported that when firing the straps several times there was no pressure, causing it not to secure properly and several times they fell into the patient's cavity, causing more straps to be used. It was also reported that the surgeon was unable to complete the surgery, as it was a bilateral hernia and would lack staples to fix it. It was also reported that the surgery was delayed by forty minutes. It was reported that the patient was sent for triangulation surgery on another date, in order to meet the need. Additional information was requested.